Manufacturer narrative:
(B)(4). The lot number for the sample was reported to be h13i20046 or h13j15029. (B)(6). A review of all batch record documents was performed for potentially associated lot numbers h13i20046 or h13j15029 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as in (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was reported to be due to the transfer set coming apart from the titanium adapter. It was not reported if the patient was hospitalized for the peritonitis event. The treatment and outcome for the peritonitis event was not reported. The action taken with pd therapy was not reported. No additional information was available at this time. This is report 1 of 2 involved in this event.